Event description:
Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2024. Regarding the pump, it was noted that this was their first implant. The patient was brough into the operating room to re-flip the pump and revise the revise the catheter. Regarding the status of the pump, the pump was fine and remained implanted and in-use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0228057470 implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: 0228057470, ubd: 14-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen with concentration 500 mcg/ml at a dose rate of 54.97 mcg/24 hours via an implantable pump for unknown indications for use. It was reported that the patient had a fall and was showing signs of withdrawals. The pump was flipped and refill was not possible. Surgical intervention was performed on (B)(6) 2024. The broken pump segment of catheter was removed from original model 8781 catheter and 27.7 cm remained implanted (46 cm removed). They had revised the catheter by adding a new model 8784 catheter with 46.8 cm implanted. Total implanted length was 74.5 cm pump segment plus 30.8cm spinal segment for total catheter length of 105.3 cm. The issue was resolved as of (B)(6) 2024. The patient was without injury regarding their status as of (B)(6) 2024. The explanted portion catheter was to be returned to the manufacturer. The patient's medical history would not be made available.

Manufacturer narrative:
H3: a partial catheter was returned that included the sutureless catheter connector. Analysis identified a break at the location of the transition tubing inside the strain relief, and the catheter body having broken away. Analysis also identified kinks in the catheter body also as a result of catheter twisting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.